Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Cause was not known. Reportedly, the customer lost consciousness. The customer received assistance from family provided a nasal spray for the low bg and paramedics provided IV glucose treatment. The customer was advised to consult with their healthcare provider to discuss potential causes affecting their blood glucose levels.